Manufacturer narrative:
The associated device, used in treatment, was not returned for evaluation. A review of the attached pictures confirmed the stated failure mode. The device fractured at the cutting slot. The clinical medical investigation concluded that ,although responses to the documentation/information requests were not provided, per the case details, the procedure was completed with the same device without patient harm or delay. Without the requested information, no further medical assessment could be rendered at this time. The root cause could not be concluded and the patient impact beyond the removal of the broken block could not be determined, although reportedly no patient injury or surgical delay resulted. Should clinically relevant documentation become available, the medical investigation task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed device for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include transit damage or a procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during tka surgery, when the surgeon was making distal femoral resection through visionaire adaptive guide distal femur journey ii, the block split in two while was inside the patient. The procedure was finished using the same device, without surgical delay and no injury to the patient.